Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
The following details were reported on e-complaint-(B)(4) from fs log# 99965 : no output.

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 07/02/2013 under wo # (B)(4) (as kh1000) and shipped on 07/19/2013. Manufacturing record review: DHR 146525 was not available for review. Wo (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Although wo (B)(4) was not available dhrs records are reviewed to ensure products released meet all quality release specifications. Should it be located the complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed physical damage to the main switch, as noted on the complaint description. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause is attributed to end user handling. As no history of service exists for this 10 year old system the unit is deemed to have been handled in a way that resulted in damage to the main switch. Pertaining to the diaphragm: this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. *correction and/or corrective action the unit was repaired, fitted with a new diaphragm, tested to specification and returned to the customer. Pertaining to the diaphragm: sustaining engineering had successfully tested a replacement material made of silicone for use in repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. The repaired unit will have been repaired with this new silicone material. No further training required. *was the complaint confirmed? Yes *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
The following details were reported on (B)(4) from fs log# (B)(4) : no output.